Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. From the information available this device was not used per the directions for use (dfu). Highly calcified lesions are contraindicated in the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was "very" stenosed and calcified. The lesion was not pre-dilated. This 7.0x40x75cm express vascular ld stent was selected for treatment. The physician experienced difficulty crossing the lesion with the stent delivery system (sds). During removal, the stent dislodged from the sds due to friction caused by the calcification. The stent was retrieved from the patient. The procedure was completed with another express vascular ld stent. No further patient complications were reported and the patient's status is fine. This product is only (B)(4) approved, but it is similar to an approved us device.